Event description:
Additional information: patient continued to have concerns with device or therapy, and was working with the hcp.

Event description:
It was reported that the health care provider "almost killed" the patient "while changing out the morphine in his pump". Following a refill session the patient experienced "withdrawal". The reporter believed that the pump now contained fentanyl. The patient was seeking a new physician.

Manufacturer narrative:
Catheter: model # 8709, lot # j0056626r, implanted: (B)(6) 2001, explanted: unk. Catheter: model # unk, lot # uk6145678, implanted: (B)(6) 2006, explanted: unk.

Manufacturer narrative:
(B)(4).